Manufacturer narrative:
Device manufacture date: november 2019. (B)(4). Further information from the reporter regarding event details has been requested. No additional information is available at this time. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical study patient with a xen®45 gts implanted in the right eye experienced the events of mild corneal incision edema, mild conjunctival hyperemia, and moderate anterior chamber inflammation. No treatment was required for the events and they all recovered/resolved about a week later. Approximately four and a half months after implant, the patient experienced moderate loss of control of intraocular pressure. Nine days after the event began, patient had the operation noted as "separation of the right eye follicles" and medication. The day following operation, patient experienced a moderate subconjunctival hemorrhage of the right eye. Treatment provided was noted as medication. The event of intraocular pressure out of control resolved a little less than 2 months later and the event of subconjunctival hemorrhage also ended at this time.

Event description:
Additional information received noting that the "separation of the right eye follicles" procedure was a needling procedure